Manufacturer narrative:
Evaluation anticipated, but not yet begun.

Event description:
It was reported that the calibration failed. There were no reported consequences to the patient as a result of this event.